Manufacturer narrative:
The reported field events of noise and a sensing anomaly were confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomalies were found. The cause of the reported sensing anomaly and noise could not be determined.

Event description:
It was reported that the device was explanted due to noise and intermittent sensing. The patient condition is fine.